Manufacturer narrative:
Initially reported as part/interface does not engage with sinus perforation as one of the conditions. Implant failed due to not achieving stability with sinus perforation as one of the conditions.

Event description:
Initially reported as part/interface does not engage with sinus perforation as one of the conditions. Implant failed due to not achieving stability with sinus perforation as one of the conditions.

Event description:
Component does not engage.